Manufacturer narrative:
The device was not returned to olympus for inspection. However, the technical assistance center (tac) provided remote troubleshooting and error b30 was identified as an issue at the customer facility with multiple scopes. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A scope communication error (b30) was reported on the bronchovideoscope during an unspecified procedure. The device was not used on the patient, and a different scope model was utilized to complete the case. No patient harm was reported.